Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000315705 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heated metal part at the tip of the jaw came off, making it impossible to properly pinch the blood vessel. A new vh-4000 was brought out and the surgery continued. No components of the device (metal / silicone) was detached into the harvesting tunnel / inside the patient. There was no prolongation of the surgery or any health damage to the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.